Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely due to internal motor or (ecu) electronic control unit failure due to immersion during cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment inspection, it was observed that the electric pen drive device would not run in reverse. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.